Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm after rewinding. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and was able to rewind the insulin pump, but got another insulin pump error after rewinding. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, selftest, rewind, prime or seating, basic occlusion, force sensor test, active current measurement test, sleep current measurement test, and occlusion test. No pump error 47 alarm noted during testing, however device received with corroded battery tube.